Manufacturer narrative:
The insulin pump had unresponsive button due to corrosion on all buttons on keypad trace. No moisture damage found on electronic assembly and motor. No constant tone or vibration anomaly noted during testing. The insulin pump was received with scratched on display window, cracked on battery tube threads and missing end cap sticker. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the buttons were unresponsive. The customer's blood glucose was 230 mg/dl at the time of incident. The customer reported that the insulin pump was exposed to moisture. The customer stated that the insulin pump was vibrating without an alarm or alert. The customer stated that a constant tone was occurring. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.